Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6.1 drawer controller board was faulty. A field service engineer (fse) had replaced the drawer controller printed circuit board, was able to boot the system on, then tested the system to hca self-test and verified proper operation of this unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not powering on and the screen was black. The customer stated that the issue began when the device displayed a failed storage space error, after which the drawer popped open, but the cubie did not open. The customer then closed the drawer, and the system signed out the user, the station shut down by itself, and when the customer attempted to restart the device using the power switch on the back panel, it did not power on. However, there were no delays, adverse events or injuries reported based on this event.